Manufacturer narrative:
A ge svc rep performed an on site investigation. The following components were reseated: the gib ribbon cable connector, fluoro functions board and associated chips, and the associated power supply connectors. The system was then found to be operating as intended.

Event description:
The customer reported that the sys displayed communication and control panel error messages. They reported that they can get it to turn on and boot up but after a few pictures the errors would come up. The sys was likely either locking-up or shutting down. There is no report of pt injury.